Event description:
On (B)(6) 2012, a patient was implanted with a gore propaten vascular graft from the brachial artery to the axillary vein in the right arm. On (B)(6) 2012, the graft was abandoned. Another unknown graft was implanted from the axillary artery to the axillary vein (necklace graft).

Manufacturer narrative:
No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed. The device was not returned; consequently, a direct product analysis was not possible. Without additional information it is impossible to further investigate this event.